Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed a watchdog alarm and charging circuitry fault. Visual inspection of the main circuit board revealed a leaky super capacitor. The device was deemed beyond repair and scrapped. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf140 and charging circuitry fault were due to an isolated component failure within the device main circuit board while the watchdog alarm was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to an alarm issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board and pneumatic block were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to an alarm issue. There was no patient harm or serious injury reported as a result of this incident.